Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient was an adult.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag tubing not saved- it was put into hd bin. Pump taken out of service to be sent to biomed. What was the original intended procedure? ¿ infusion" it was reported from the oncology department that there was under infusion of dexamethasone that was set to infuse at a rate 200ml/hr at a volume of 50ml for 15 minutes. Customer stated that it did not appear that the secondary bag had backed up into the primary bag. There was no harm to the patient. Per the customer, the product will not be returned for investigation and there is no patient information.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿secondary under infusion¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue that a 50ml bag may have back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag tubing not saved- it was put into hd bin. Pump taken out of service to be sent to biomed. What was the original intended procedure? ¿ infusion" it was reported from the oncology department that there was under infusion of dexamethasone that was set to infuse at a rate 200ml/hr at a volume of 50ml for 15 minutes. Customer stated that it did not appear that the secondary bag had backed up into the primary bag. There was no harm to the patient. Per the customer, the product will not be returned for investigation and there is no patient information.